Event description:
The manufacturer received information alleging a ventilator was failing a test step during testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was failing a test step during testing. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device's system board, blower and solenoid valve need replaced to address the issue. During the evaluation, a ventilator inoperative condition occurred. The device's software was reloaded to address the issue.